Manufacturer narrative:
The lot was manufactured between june 8, 2017 - june 10, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking at the bladder. The leak was discovered during filling with an unspecified medication and before patient use. There was no patient involvement. No additional information is available.